Event description:
(B)(6) 2023, or (B)(6) 2023. Dangerous heartmate 3 controller version 1.5. A patient having this since (B)(6) 2019, lost consciousness after a total blackout's controller, without alarm and breaks off the power to the pump? The patient would be dead if his wife would be unable to change the controller defect by the spare one. After several contacts, a representative of abbott laboratories informed me that no correction will be done for having a "fail safe" controller? Too much money? Now, can you force abbott laboratories for having controller's modification for more patients' securities? And block all new heartmate 3 patient installations until modification having a fail-safe controller. Abbott laboratories, (B)(6) 2023. Here my contact receiving my proposition for "mor serity": (B)(6) director, product performance, group heart failure, (B)(6). Date of implant: "(B)(6) 2019". I'm a patient since 2017, having a heartmate 3. Now, since the event, I'm more nervous, uncomfortable because it's impossible to have a bodyguard 24 hours/day able to change the controller when defect (illegible) appear. For more detail call for patient's name: (B)(6). Refer to additional documents in i2k.

Event description:
Additional information received from reporter on 02-jan-2024, for mw5149021. Hello, since the incident in (B)(6) 2023, at this time, (B)(6) 2023 , nobody resolved the modification for correcting the controller v.1.5 's electronic logic like to maintained the power to the pump and to the alarm directly by the batteries without passing by the controller since the controller will be change by the spare one what will you do for more sécurity / abbott laboratories ? To protect patient's life, because when the double circuit's controller fails together, the controller v.1.5 breaks off the power to the pump and to the alarm and the patient loses consciousness immediately and will die in a few seconds if nobody can change the defect controller with the spare one we have. Please, stop the use of this dangerous heart mate 3 controller v.1.5 as long as modifications will bring it more sécure by abbott laboratories for a fail safe controller. Having a heart mate 3 controller v.1.5 and more anxious since this event on (B)(6) 2023 to mr (B)(6), (B)(6).

Event description:
Additional information received from reporter on 27-jun-2024, for mw5149021.